Event description:
It was reported that review of a chest x-ray prior to magnetic resonance imaging (MRI) noted this electrode had moved/dislodged and was lower down the sternum. A health care professional (hcp) inquired if electrode placement had any impact on MRI compatibility. Boston scientific technical services (ts) discussed that device labeling does not indicate that anatomical location of the electrode would impact MRI compatibility. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered appropriate shock therapy for a ventricular fibrillation (vf) with variable morphology. The rhythm appeared to self-terminate about 6-7 seconds after the shock. Technical services reviewed the available device data and confirmed normal shock impedance measurements and acceptable r-wave amplitudes. It was noted the patient had a successful shock delivery in 2017 and technical services discussed whether there were any other factors which may have contributed to the recent event. No adverse patient effects were reported. The device remains implanted and in service. During a subsequent device check, x-rays were performed and the electrode was found to be dislodged. A review of previous inquiries about this electrode found it had been dislodged in 2018, as discovered when the patient was set to undergo a magnetic resonance imaging (MRI) scan. At that time no invasive intervention was performed to revise the electrode. A revision procedure was now planned. It was noted the device had been implanted for four years and was included in the emblem s-ICD premature depletion advisory; however, there was no indication the device was experiencing early depletion. The physician elected to explant both the device and the electrode and a new s-ICD system was implanted. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This report is being filed to correct the device manufacture date (h4).

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered appropriate shock therapy for a ventricular fibrillation (vf) with variable morphology. The rhythm appeared to self-terminate about 6-7 seconds after the shock. Technical services reviewed the available device data and confirmed normal shock impedance measurements and acceptable r-wave amplitudes. It was noted the patient had a successful shock delivery in 2017 and technical services discussed whether there were any other factors which may have contributed to the recent event. No adverse patient effects were reported. The device remains implanted and in service. During a subsequent device check, x-rays were performed and the electrode was found to be dislodged. A review of previous inquiries about this electrode found it had been dislodged in 2018, as discovered when the patient was set to undergo a magnetic resonance imaging (MRI) scan. At that time no invasive intervention was performed to revise the electrode. A revision procedure was now planned. It was noted the device had been implanted for four years and was included in the emblem s-ICD premature depletion advisory; however, there was no indication the device was experiencing early depletion. The physician elected to explant both the device and the electrode and a new s-ICD system was implanted. No additional adverse patient effects were reported. The explanted products were returned for analysis.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This report is being filed to correct the device manufacture date. The returned electrode was thoroughly inspected and analyzed. Set screw marks were observed in the correct location on the terminal pin. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-rays analysis was performed and confirmed no anomalies along the electrode conductors. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies outside of expected explant damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported dislodgement.